Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette had a hole which resulted in a leak. This occurred during dwell three of four of automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event and the hp could see the line (tube) leaking. Renal therapy services (rts) assisted the hp with disconnecting from the cycler and advised the hp to contact their nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.